Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: during investigation, there was evidence of moisture corrosion observed on the display screen inside the pump. A lea test failed due to a battery compartment leak and a bolus button leak. The pump¿s cover was removed and there was further moisture ingress found to the printed circuit board and to the continuous glucose monitor module. Unrelated to the original complaint, the battery compartment was observed to be cracked. Additionally, the audio bolus button cover was found to be torn but still responsive to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.